Manufacturer narrative:
The shaft angle encoder was requested and returned to livanova deutschland for further investigation. Here the reported issue could be reproduced and confirmed. The issue was caused by a broken encoder housing, due to which the encoder disk on the back side of the part is bent.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective shaft angle encoder. The encoder was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The shaft angle encoder was requested back to livanova deutschland for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed an error message during procedure. There was no report of patient injury.